Event description:
It was reported that after a da vinci-assisted surgical procedure, an intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting assistance to report that the operating room (or) alarmed when connecting the ac power cord from the console. The procedure was completed with no patient harm, adverse outcome, or injury. There were no delays.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the medical grade power supply (mgps) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved by contacting the technical support engineer (tse) and field service engineer (fse) went on site and changed the power supply. The alarm was able to be recovered and the system was usable in this state.

Event description:
Refer to h11 for follow-up information.